Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the discovered damages is d02, which is expected or random component failure without any design or manufacturing issue is due to c0706-stress problem identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the rhino-laryngo fiberscope exhibited the unit plastic distal end cover chipped. There were no reports of patient involvement.